Manufacturer narrative:
A2, a3, a4, a5 and a6: unknown/ not provided. D6a: if implanted, give date: not applicable, as the device is not an implantable device. D6b: if explanted, give date: not applicable, as the device is not an implantable device. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported a scratch on a patient interface. Procedure was completed successfully with a new patient interface. There was no patient injury reported. Surgical intervention was not required. The customer clarified that the defects were normally caught before well before the cone touches the patient or laser is fired. Demographic data was not collected but will be in the future. No further information was provided.